Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient was treated with antibiotics and steroids (types and dates not reported) for soreness at the abutment site. Subsequently, the abutment was removed on (B)(6) 2017.